Event description:
It was reported to philips that the flexvision computer did not boot, and an emergent procedure was delayed an estimated 300 minutes. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint and determined that this event is a duplicate of manufacturer report number 3003768277 2025 015585. Accordingly, this record is being closed as a duplicate.